Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the pacemaker implant occurred three days following the valve implant. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.